Manufacturer narrative:
Linkage assembly was noted to have completed a full rotation and positioned to the right side of the pod, blood noted on adhesive pad. Device received with hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Damage to the slide retract was noted. This caused plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle, causing it to become unseated during deployment. No other damages or defects noted. Data downloaded from contained a very brief timeout that self corrected well before the completion of the run. A root cause for the reported complaint has been identified, no further investigation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.